Event description:
Backbleeding issue, customer placed a glove over the stylet to prevent backflow.

Manufacturer narrative:
Sample was not returned to the manufacturer, so we are unable to evaluate it.